Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-02573 for sensor.

Event description:
Customer reported he experienced low blood glucose initially of 48 mg/dl and then 58 mg/dl; customer treated with food and blood glucose went up to 120 mg/dl. The set was changed the day before and the customer was disconnected during the rewind/prime sequence. The drive support cap is recessed, the programming on the insulin pump is accurate. The reservoir is showing the same amount of insulin as shown on the status screen. Customer stated he might have been working a lot. Device was not exposed to a magnetic field. Customer mentioned he had some insertion issues with the sensor. Nothing further reported.